Manufacturer narrative:
We are in the process of gathering data. The investigation is therefore, not finalized yet.

Manufacturer narrative:
The customer stated that it was a caretaker's oversight who moved the bed without power cord being unplugged from the power source. Product instruction for use includes the following related to the reported case: "power cord. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock. Pull the power cord out of the mains wall outlet to remove power from the unit." - "unplug the power cord from the electricity supply, and store it, before moving the bed." The power cord was damaged because it was not unplugged from the power socket before moving the bed. The device failed its specification solely due to use error. The bed was involved in the incident, there was no patient treatment when the sparks were visible.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported that sparks were "flying". The arjo service technician checked the bed and found damaged power cord. The power cord was replaced, the bed tested after the replacement and the device was working correctly. No indication of patient involvement. No report of injury.